Manufacturer narrative:
The pump was received with no act or down button response due to an unlocked keypad connector on the lcd board. Unable to verify the bolus wizard anomaly/complaint and unable to perform functional testing or check the operating current tests due to no act button response. The pump was received with minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 220 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they pressed the buttons and they were unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.